Event description:
Pump did not sound alarm when infusion complete.follow up reveals: manufacturer will evaluate once loaners are available. Follow up testing: ran at various rates on both sides and alarm worked when completed. Ran pm checks, passed all.